Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, h6(medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and verified the issue in the logs and found the error related to transducer calibration. Performed the transducer calibration and the unit passed. The fse ran the unit on a test catheter for 30 minutes without any issues. A functional test passed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an system malfunction error. The alarm was going off and displaying a message to turn off the machine. There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an system malfunction error. There was no injury or harm reported.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had an system malfunction error during routine testing. The alarm was going off and displaying a message to turn off the machine. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b5, b6, b7, d10, h6(health effect ¿ impact codes).